Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe tip cap bulk sterile convenience pak had foreign matter inside. This occurred on 253 occasions before use. The following information was provided by the initial reporter: complaint from hospital. The user complained that black dirt were found inside the tip cap.

Manufacturer narrative:
Investigation summary three photos displaying a total of three loose tip caps and five fully sealed 50-count trays from batch 9078939 (p/n 305822) were received and evaluated. Two of the tip caps were observed to have brown embedded foreign matter particles. The particles appeared to be burnt plastic with each of the two caps containing at least one particle larger than level 3 in size, which was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. No corrective actions are necessary based on the defective rate identified. Batch 9078939 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd syringe tip cap bulk sterile convenience pak had foreign matter inside. This occurred on 253 occasions before use. The following information was provided by the initial reporter: complaint from hospital. The user complained that black dirt were found inside the tip cap.

Manufacturer narrative:
D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-05-21. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: the user complained that black dirt were found inside the tip cap. 5 packs (5 x 50's in original packaging) + 3 pcs (not in the original packaging). Three photos, three loose tip caps and five fully sealed 50-count trays from batch 9078939 (p/n 305822) were received and evaluated. It was observed the three loose of the tip caps and one tip cap in tray had brown embedded foreign matter particles. The particles appeared to be burnt plastic with each of the four tip caps containing at least one particle larger than level 3 in size, which was rejectable per product specification. Four of the trays each had a small loose blue particle. The composition of the particle could not be determined through a visual inspection but was larger than level 3 in size, which was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Potential root cause for the loose foreign matter is associated with the packaging process. Rationale: no corrective actions are necessary based on the defective rate identified. H3 other text : see h.10.

Event description:
It was reported that bd syringe tip cap bulk sterile convenience pak had foreign matter inside. This occurred on 253 occasions before use. The following information was provided by the initial reporter: complaint from hospital. The user complained that black dirt were found inside the tip cap.